Manufacturer narrative:
The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "when depress pedal, it stops (e19 error)", couldn't be confirmed. After thorough testing, no fault was found with the product. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was returned to our us facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that prior the patient was rolled into the or for a smrt procedure on (B)(6) 2025, the device stopped working when the pedal was pressed. They had to postpone the procedure, get a back-up device, and then complete the procedure later the same day. No patient injury was reported.